Event description:
Since I have had the essure implanted I have had horrible cramping, bleeding and back pain. Often when I move wrong it feels like my insides are ripping apart. I get headaches almost everyday and also I am very tired all the time no matter how much I sleep.